Event description:
Physician dilated lesion in an obtuse marginal off the circumflex. Pt history revealed prior CABG and prior interventions. Two stents were juxtasposed in circumflex proximal to the lesion. Two wires were passed through the stents, one going down circumflex, the other down the marginal. The cutting balloon catheter was advanced down the marginal and inflated twice relieving the stenosis. When the physician withdrew the catheter, it got stuck, probably at the point where the two stents abutted. The catheter was abruptly pulled causing the catheter and the balloon to separate. Patient was stabilized using a balloon pump catheter in the cath lab, and moved to or for emergent CABG to remove device. Pt expired in or after CABG.